Manufacturer narrative:
Pending evaluation.

Event description:
As reported by the legal department, approximately 4 years post op the initial right tha, this male patient was revised. A bilateral hip x-ray revealed the socket and spacer on the right hip had disintegrated the bone around the screw holding his right hip together. The x-ray of the left hip was fine.

Manufacturer narrative:
D10: concomitants: intergrip acetabular shell multi-hole (186-03-60, sn (B)(6)). Alteon bone screw (180-65-30, sn (B)(6)). Alteon tapered wedge femoral stem (188-01-09, sn (b))6)). Cocr femoral head (142-40-93, sn (B)(6)). H6: investigation results - based on the available information, the patient involved meets the following risk criteria for early prosthesis wear/osteolysis: combination of largest available femoral head and/or thinnest available acetabular liner was used and implanted with a component having a shelf age of greater than 2 years. The revision reported was likely the result of a combination of both patient-related conditions and other risk factors. However, this cannot be confirmed as the devices were not available for evaluation, and images and radiographs were not provided at the time of this evaluation.

Event description:
As reported via legal documentation, a patient had right total hip replacement on (B)(6) 2016. They underwent right hip revision surgery on (B)(6) 2022, approximately 6 years 7 months post primary procedure. Revision op report postoperative diagnosis: failed total hip replacement. Massive retroacetabular osteolysis with attachment failure. Also some periprosthetic femoral osteolysis as well, though without destabilizing the femoral implant. The surgeon noted that there was a fair amount of osteolytic membranous infiltration around the margins of the femoral component proximally. Approximately 25-30% of the ingrowth surface appeared to be involved with lysis. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The most likely underlying cause for the revision reported is prosthesis wear and a combination of risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed from the reported information and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.